Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt had their neurostimulator explanted due to an infection. Cultures grew pseudomonas. It was also noted that the lead was dislodged. The neurostimulator was reported as premature battery depletion. No injuries were reported and the pt recovered without sequelae.